Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, technical services (ts) was consulted about the current system impedance measurements since they have fluctuated, with the measurements still within range. Ts discussed troubleshooting options and further examination was recommended. Ts specified a revision would be required to lower system impedance. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, technical services (ts) was consulted about the current system impedance measurements since they have fluctuated, with the measurements still within range. Ts discussed troubleshooting options and further examination was recommended. Ts specified a revision would be required to lower system impedance. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, technical services (ts) was consulted about the current system impedance measurements since they have fluctuated, with the measurements still within range. Ts discussed troubleshooting options and further examination was recommended. Ts specified a revision would be required to lower system impedance. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.